Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined as no sample was returned for analysis. Based on the results from the manufacturing batch record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during intraocular lens implantation surgery while loading, the lens haptic stuck before being advanced into the eye. The procedure was completed on the same day. There was no patient contact. Additional information has been requested, yet no new information received.